Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a postprandial blood glucose of 250 mg/dl after announcing and consuming a larger-than-usual dinner while using the ilet system. Symptoms included hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user education regarding appropriate meal announcement size within the ilet system. Investigation of this case revealed use-related error in meal announcement sizing that led to underestimation of insulin needs, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement entry.